Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient reportedly underwent surgery and was placed on extracorporeal membrane oxygenation (ECMO) prior to the patient's death. The cause of death was unknown, and unknown if the valve cause or contributed to the death. No autopsy was performed. It was indicated that a stroke may have impacted the patient's outcome.